Manufacturer narrative:
H3- lens remains implanted. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced infectious keratitis with corneal scarring. The lens remains implanted. . No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.